Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient started getting sick with body aches, pain, chills, and fever which then progressed to swollen throat glands. The patient had an ultra sound and CT scan on the glands where it was thought that it was a virus. There was a reported that the patient not feeling well. They put the patient on 2 antibiotics and a steroid but was still not getting better. The patient was reported to have an infection. Relevant medical history includes radicular pain syndrome (radiculopathies) and spinal pain. No outcome or cause was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.